Event description:
The customer reported a damaged rui connection. Further info received from the fse found that the sys exhibited a complete loss of sys motorization functionality. There was no report of a pt injury or death related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The rui connection was evaluated and repaired. The system was tested and found to be working as intended and returned to service.